Event description:
It was reported that during an unspecified spine surgery, it was observed that there was a hole in the hose of the motor device at the muffler end. According to the report, the device lacked power toward the end of the surgical procedure. There were no delays to the surgical procedure. It was reported that a spare was not needed and the surgery was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device has a hole in hose at muffler was confirmed. However, the reported condition that the device was lacking power was not confirmed. An assessment was performed on the device which found that the hose was damaged by the muffler. It was determined that this was caused by pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. During assessment there was no evidence of the device lacking power. The assignable root cause of the component damage was determined to be due to abuse, misuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted.